Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 101191 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 101191 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 101191 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
This report represents 1 of 3 (B)(6) alere determine hiv 1/2 ag/ab combo patient results on fingerstick whole blood samples reported by a customer over the course of three days. No information regarding confirmation testing was provided. The patient gender, pregnancy status, treatment and patient outcome were unknown. The exact date of occurrence was not provided. There is insufficient information to determine if a malfunction occurred.

Manufacturer narrative:
Additional information received (B)(6)2018 indicated that the patient was a non-pregnant female. A false positive alere determine hiv 1/2 ag/ab combo test result could lead to unnecessary anti-retroviral therapy (art). Risk of short- and medium-term toxicity to patient with the current recommended art prophylaxis regimens is primarily transient metabolic abnormalities which appears to be primarily mild and reversible after treatment is interrupted. The risk will not cause or contribute to a death or serious injury and is therefore considered not reportable.

Event description:
Additional information received on (B)(6)2018 indicated that the alere determine hiv 1/2 ag/ab combo was a false positive ab result. A confirmatory test of unknown methodology performed at quest was negative for hiv.